Event description:
It was reported while using bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes h.3: device eval by manufacturer? Yes d.9: returned to manufacturer on: 02-apr-2026 e.1: initial reporter addr 1: (B)(6). E.1: initial reporter city: (B)(6). Investigation summary: bd received 2 samples for investigation. Upon inspection, no issues were identified on one tube, while a puncture in the stopper was observed on the other tube. Functional testing was performed on both samples; one tube was found below specification limits, and the other tube was within specification limits. Additionally, a total of 100 retained samples were visually inspected, with no visible defects observed. Functional testing was performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.